Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the cannula part. This issue occurred with three infusion sets. No further information available.